Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) levels (value not provided). Multiple attempts were made by tandem technical support to follow up with the customer regarding the reported issue, however no response was received.